Manufacturer narrative:
On (B)(6) 2015 integra investigation completed. Failure analysis, device history evaluation. Aspirating syringe returned in used condition, not showing any unusual markings.there was an aspirating syringe returned with scratches. Evaluation of the syringe was completed by placing a carpule into the syringe and advancing the plunger. The syringe is functioning as designed. DHR review was completed with all history available. Nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: there is no applicable variance authorization / deviation history. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. The complaint has been unconfirmed; testing within specifications.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the aspirating syringe cracked and broke.(B)(6) 2015 customer reports doctor was injecting medication when the thumb ring on the syringe broke off, no harm done.